Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation, a pericardial effusion (pe), a blood loss / hemorrhage and cardiac tamponade were reported. The procedure was cancelled. It was reported that a nrg rf needle was selected during a left atrium appendage closure. During the procedure, a transseptal puncture was performed along with nrg rf needle and no issues were noted. Later, a poor visibility in the transesophageal echocardiogram (tee), while a was and amplatz super stiff guidewire were in the la (left atrium), attempts to secure access in the pulmonary vein were difficult, and a pe was visible in tee behind the laa. Emergency management of the event was initiated, and it was noted there was a cardiac perforation, blood loss/hemorrhage, and cardiac tamponade. Pericardiocentesis was performed. Product return is not expected. No issue noted or malfunction with the nrg needle used during transseptal puncture. In the physician's opinion, the nrg needle did not contribute to the adverse event noted.